Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had severe scratches across main surface of display screen causing difficulty in reading display. The customer¿s blood glucose level was unknown. Customer stated insulin pump had multiple cracks formed in the corners of the display screen, diminished battery life, damaged threads on crown of reservoir piston and this occasionally forces premature reservoir replacement. The insulin pump will not be returned for analysis.